Event description:
On 03/06/1998, the attorney for the former owner of the MFR informed the present MFR's rep that co has received notice of a lawsuit brought against the MFR by the pt and her spouse. The petition for damages states the following: beginning sometime in october 1996, the plaintiff (pt) began experiencing symptoms of pain and discomfort. Despite monitoring by her treating oncologist the plaintiff's (pt) symptoms worsened until she was referred back to the implanting physician in late january or early february 1997. On 02/02/1997, as a result of diagnostic studies performed by the implanting physician, it was determined that the device catheter had fractured and the plaintiff (pt) was required to undergo multiple surgical procedures to remove the fractured catheter and to have the device removed from her body. As a result of the fracture of the catheter, the petitioner (pt) has been advised that she has sustained some type of permanent cardiac damage which is both life-threating and which will require long term medical care. The citation/petition does not identify the catalog/lot number of the device in question. No further details were provided at this time.

Manufacturer narrative:
Since the device was not made available for analysis and identification of the catalog/lot number was not provided, the MFR.'s investigation of this event was limited to a trend analysis. A trend analysis was performed on similar incidents and a trend was not identified. Based on the info available and due to the unavailability of the device, no conclusion can be drawn as to the cause of this event. The MFR.'s investigation of this incident is inconclusive. No further details are available. Due to the legal nature of this event, all further investigation and follow-up will be conducted by the MFR.'s legal department. The MFR. Is now closing the file on this event. Submitted to the FDA 5/12/1998.